Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler set cassette and within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient's contact reported receiving m31 air detected in cassette alarm during fill 4 and hearing grinding noises for two nights during unspecified phases of treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is from an unspecified location on the cycler set cassette. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The patient's contact was advised to retain the cycler set so it can be scheduled for pickup during a follow up call. It was reported that an alternate treatment option was available. Upon follow up, the patient's contact reported that treatment was not completed on the date of the event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The contact reported the cycler set used by the patient was returned with the reported cycler set to the manufacturer. Attempts will be made to intercept the cycler set and return to the appropriate manufacturer.

Manufacturer narrative:
Additional information: d10, h3 (cycler manufacturer did not locate a cycler set sample within the cycler) plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.